Event description:
It was reported that the patient experienced an infection at the ipg and lead sites. As such, surgical intervention took place wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.